Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 08 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation, a definite cause that led to the malfunction could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during preparation for use of an unspecified procedure.

Event description:
It was reported, the video system center had screen not displayed. There were no reports of patient harm.

Manufacturer narrative:
E1: establishment name: (B)(6) hospital. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.